Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11 corrected fields - h6 (type of investigation), e1 (event site telephone), b5 (describe event or problem) the console was not charging despite being plugged into ac power. During troubleshooting the nurse confirmed that the console was displaying rescue on the pump status icon. The nurse was informed that the issue could occur when the rescue unit was not fully engaged with the hospital cart. The nurse was instructed to re-engage the rescue portion into the hospital cart. The action was successful as confirmed by the three audible tones upon proper engagement and the appearance of the ac power plug icon over the battery indicators. The console resumed charging as designed and the issue was resolved.

Event description:
User called into emergency support program line to request and report issue during use with cardiosave intra-aortic balloon pump (iabp) regarding battery not charging. There was no harm or injury reported.

Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding battery not charging. There was no harm or injury reported.

Manufacturer narrative:
Battery not charging because of console not correctly docked and latched to the cart. Troubleshooting performed via phone with emergency support. No service/repair performed or parts replaced.